Event description:
Note left for cns (clinical nursing specialist) from one of the cvicu (cardiovascular intensive care unit) charge rns (registered nurse) with two grey bins full of arterial blood gas syringes used to draw off arterial lines that "every syringe with this lot # that we have used, when we eject the blood into the cap, the blood goes all the way through the cap and leaks out". Lot number is 6055473 and name of syringe on the product label states "line draw arterial blood sample syringe with dry lithium heparin for gases and electrolytes" by smiths medical asd, inc.